Event description:
It was reported there was a problem with the dso seal. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a ruptured dso seal and bent parts in the ac connector. Functional testing was able to duplicate the issue. It was determined that the root cause was the dso seal and the bent parts in the ac connector. The dso seal and pwa board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.